Manufacturer narrative:
Inratio precision data provided by end-user lot 060819: first test inr = 7.4 second test inr = 6.3. Mean = 6.85; sd = 0.77; %cv = 11%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 7.4, 6.3; lab 4.2, 4.2; mean 5.8, 5.25; confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the mean was > 5.0 and the difference between inr's > 2.2. The values was considered inaccurate. Products will be tested. Inratio precision data provided by end-user lot 060819: first test inr = 1.0 second test inr = 1.6 mean = 1.3; sd = 0.42; %cv = 32%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2007, inratio: 7.4, 6.3; lab 4.2, 4.2. Caller alleged imprecision with inratio meter. Results as follow; first test inr =1.0, 7.4; second test inr = 1.6, 6.3.